Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while flushing during preparation, a leak was noted at the hub of the catheter. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failuare analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.